Event description:
The facility reported to a pump with failure code 570:320:844:000. It is unknown when this failure code occurred. There was no pt injury or m edical intervention necessary according to the hosp representative.